Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it was reported that the turbohawk was caught in the sheath and would not move forward and back. Physician was able to remove everything out of the patient. Device evaluation: the distal tip assembly was fractured. The distal tip assembly exhibited a spiral configuration (a full 360 degree twist) and a lateral compression that extended the entire body of the tip assembly. The turbohawks torque sheath was separated from the adaptor collar. The torque shaft exhibited witness marks indicating that the adaptor collar punch crimps were present and that the separation was a result of tensile forces that forced the crimp tabs to drag/ deform the torque shaft surface. The rx guidewire lumen was intact but the proximal edge exhibited a slight flaring suggesting a lateral pulling of the guidewire.